Event description:
Pt called in 2002 alleging their one touch ultra meter was prompting "error 2" messages. Pt reported feeling shaky, but did not seek medical treatment. Pt reported half of their new one touch ultra test strips curled, which may have caused the "error 2" message. Pt was not willing to use their back up touch basic meter. Pt also alleged that their meter was reading inaccurately erratic and the calibration code would not change. Pt reported testing with the one touch ultra meter, knowing the calibration code was not set correctly. Pt takes medication and insulin based on the one touch ultra meter results. Pt did not have control solution. Pt reported throwing away the curled test strips. Test and control solution were replaced. No further info was provided.